Event description:
Report received from the USA regarding a motor device in which, during a routine inspection, it was discovered that the device was running louder than usual. The device was not used in surgery. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The motor device was received for evaluation. The attachment device was tested and failed sound specification. Evidence indicated this was due internal motor failure due to excessive force. The reported condition was confirmed. If additional information is received, a supplemental report will be sent.